Event description:
It was reported that que this patient experienced pauses which led to syncope. As a result that this pacemaker was found to be in safety mode. A device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device found no high current drain found during analysis. The battery analysis found no issues with the battery. The cause of the safety mode was not able to be determined through laboratory testing.

Event description:
It was reported that que this patient experienced pauses which led to syncope. As a result that this pacemaker was found to be in safety mode. A device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device found no high current drain found during analysis. The battery analysis found no issues with the battery. The cause of the safety mode was not able to be determined through laboratory testing.

Event description:
It was reported that que this patient experienced pauses which led to syncope. As a result that this pacemaker was found to be in safety mode. A device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to the awareness date of the product analysis and the verbiage of the analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device found no high current drain found during analysis. The battery analysis found no issues with the battery. The cause of the safety mode was not able to be determined through laboratory testing.

Event description:
It was reported that que this patient experienced pauses which led to syncope. As a result that this pacemaker was found to be in safety mode. A device replacement was recommended. Subsequently, a revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.